Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Blood glucose at the time of event was 46 mg/dl. The customer current blood glucose was 170 mg/dl. Customer was treated with food and for low blood glucose. Customer was declined for troubleshooting. It was unknown that customer was customer use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.